Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for analysis. The reported complaint of "high pressure" is confirmed based on the information provided to the clinical support specialist; however, the pump was checked by the hospital biomed and no problems were found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a hot line call. The cath lab registered nurse (rn) was calling because they have just inserted a 40 cc intra-aortic balloon (iab) in a patient. They are getting high pressure alarms. The clinical support specialist (css) explained that the most common cause for this alarm is a kink. The css had the rn try to reposition the patient especially at the insertion site. The css also suggested hyperextending the hip and putting some traction on the catheter. They continued to get the alarms. The patient does not have any pressor infusing. The css next had the rn decrease the volume to 35 cc. The alarms continued. The patient's heart rate is only 85 beats per minute (bpm). Next the css had the rn check to see if the catheter is fully inflating under fluoroscopy. It appeared that there may be a kink about mid-way up on the catheter. The css next had the rn do a manual inflation and deflation of the balloon. The balloon now looks like it is open. They reconnected the balloon to the pump and they still got the alarm. They next changed the console out for a second console. The second pump is pumping without alarms and the balloon volume is at full volume. The css suggested that since they changed the console that they should have the biomed department check the pump out. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Outcome of the patient: patient is being supported on intra-aortic balloon pump (iabp). Length of time in use prior to event: intra-aortic balloon (iab) just inserted.

Manufacturer narrative:
(B)(4). Product will not be sent to teleflex to be evaluated.

Event description:
It was reported via a hot line call. The cath lab registered nurse (rn) was calling because they have just inserted a 40 cc intra-aortic balloon (iab) in a patient. They are getting high pressure alarms. The clinical support specialist (css) explained that the most common cause for this alarm is a kink. The css had the rn try to reposition the patient especially at the insertion site. The css also suggested hyperextending the hip and putting some traction on the catheter. They continued to get the alarms. The patient does not have any pressor infusing. The css next had the rn decrease the volume to 35 cc. The alarms continued. The patient's heart rate is only 85 beats per minute (bpm). Next the css had the rn check to see if the catheter is fully inflating under fluoroscopy. It appeared that there may be a kink about mid-way up on the catheter. The css next had the rn do a manual inflation and deflation of the balloon. The balloon now looks like it is open. They reconnected the balloon to the pump and they still got the alarm. They next changed the console out for a second console. The second pump is pumping without alarms and the balloon volume is at full volume. The css suggested that since they changed the console that they should have the biomed department check the pump out. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Outcome of the patient: patient is being supported on intra-aortic balloon pump (iabp). Length of time in use prior to event: intra-aortic balloon (iab) just inserted.